Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, scratched lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. The device had currents in specification and no low battery alarm was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a spot on the lcd screen and it continues to grow. It was stated that the spot had been on the screen for 3 or 4 months. Customer's blood glucose value was 180 mg/dl. It was stated that the device was neither dropped nor bumped. She also reported that the batteries were not lasting and they would get a low battery alert every three days. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.